Manufacturer narrative:
Upon initial inspection of the device, it was found that the device's battery was depleted. The battery was tested to assure that it would hold a charge, and the battery passed all testing. The battery charger all passed testing. The battery was charged to full voltage and the device was returned to the customer. The device successfully powered up in ac power. The user is instructed by the operator's guide to plug the device into ac power in the circumstance that the device will not power up in battery power. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a male pt in his fifties the device failed to power on. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.